Manufacturer narrative:
Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer refills old cartridges with insulin. Tandem clinical support educated customer regarding cartridge labeling instructions. Customer re-loaded the cartridge to resolve the issue. There was no adverse impact to blood glucose.